Event description:
The customer alleged that there was residual disinfectant in the scopes after processing. The customer reported that the scopes were reprocessed and there were no injuries reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found the air valve not operating properly. The fse replaced the solenoid and tested. The fse certified the system with diagnostics and test cycle. System meets all specifications.